Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the ultra fast-fix device had material defects, it breaks when it was used. The procedure was successfully completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received by reporter has confirmed there was no breakage of the device. Rather, the metal cannula of the fast-fix was kinked during use¿. In addition, this failure has not caused serious injuries or death in the past. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.